Event description:
The customer reported an intermittent communication failed error message. This error resulted in a loss of imaging functionality. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. On site investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.